Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had a trial with a medtronic implant that they didn't recall and the trial worked really good. Patient was not offered or never offered the medtronic implant but that was the one that they really liked. Patient mentioned they were going to put a final one in but patient had the infection and couldn't do it. Patient didn't clarify if the final one was a medtronic or non-medtronic implant.